Event description:
Caller reported that the insulin gauge displayed a different amount than expected, specifically showing an estimate of zero units, although insulin was being delivered. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer whether it exceeded a certain threshold. Technical support educated the caller that this discrepancy could occur due to pressure variances affecting the measurement, and once corrected, the fill estimate would adjust as expected. The caller understood and acknowledged this explanation.